Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with palpitations and chest discomfort. A pleural effusion was observed. The pacing lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report was sent in error due to correction in event description,. The information regarding the prophylactic reprogramming was reported in rr 3008973940-2019-00705. Please refer to that rr and any supplementals related to that rr for further information regarding this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pleural effusion was not lead related, rather, it was related to the prophylactic reprogramming of the device in response to the advisory describing the potential for a device circuit error to occur.